Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department with complaints of bleeding gums post dental procedure. While in the emergency room, low flow alarms occurred. Interrogation of the alarms found driveline disconnect errors and pump stoppages. It was reported that the alarms occurred when the patient stood up and the pump was connected to the power module. The system controller was exchanged. An issue was suspected with the percutaneous lead (driveline) and the patient was given an ungrounded patient cable for use with the power module. The patient reportedly did not feel well during event. There was no visible trauma to the external driveline and the patient has not gained or lost a significant amount of weight. The x-rays appeared unremarkable. On (B)(6) 2017, a driveline replacement was completed; however, upon connection to a grounded patient cable, the pump immediately alarmed with a red heart alarm and pump stoppage events. An issue with the driveline internal to the patient is suspected. The pump was connected back to batteries. On (B)(6) 2017, the vad coordinator reported that the patient is elderly and probably would not survive a pump exchange. At present, the family has chosen to keep the patient on batteries and an ungrounded patient cable. No further information was provided.

Manufacturer narrative:
The reported low speed events and pump stoppage were confirmed through the evaluation of the submitted system controller log file; however, a potential cause for these events could not be conclusively determined through evaluation of the returned portion of the driveline. Furthermore, a correlation between the device and the report of bleeding gums could not be conclusively determined through this evaluation. Review of the submitted log file showed low speed events and pump stoppages on (B)(6) 2017 between 11:04 am and 1:08 pm. These events corresponded to driveline disconnect, low speed and low flow hazard alarms. These events occurred while the system was connected to the power module. No atypical events were captured while the system operated on battery power. Based on previous complaint experience, these events appeared consistent with a potential driveline issue. The external portion/distal-end of the driveline was replaced on (B)(6) 2017 and a portion of the replaced driveline measuring approximately 19 inches was returned. Examination of the outer silicone jacket and bionate layer did not reveal any signs of wear or damage. Electrical continuity testing did not reveal any discontinuities or shorts. The metal shielding was slightly worn approximately 9.5 inches and 14 inches from the controller connector. Visual inspection of the underlying wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file, however, the internal portion of the driveline remains in situ and was not available for evaluation. It was reported that the patient was elderly and would not survive a pump exchange. The patient remains ongoing on vad support with an ungrounded patient cable for use with the power module. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.